Event description:
Cure ultra catheters appear to have been exposed to high temperature causing the lubricant to become extremely sticky and jelly like, the tips are sharp and cause scrapping inside the urethra which results in blood in my urine. These catheters were ordered and sold but the urologist, doctor (B)(6), office. When I complained they offered no solution for the issues except to bill me $(B)(6) more than medicare allows for 6 catheters a day. I returned 17 unopened boxes to the doctors office. (B)(6).